Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a mentor smooth round high profile 420cc saline prosthesis experienced left sided pain post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and an associated nonconformance was found. The nonconformance will be handled through mentor's quality system. Reason for device explant and/or reoperation: n/a. (FDA correction/ removal reporting no.): (B)(4). Manufacturer¿s reference number: (B)(4).